Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a thoracotomy procedure, the device would not open. The first five reloads worked normally but when the surgeon used the sixth cartridge, the jaws of the stapler wouldn't reopen. They stayed closed on the tissue. The surgeon clamped and pulled on the pulmonary artery to remove the stapler from the tissue. The surgeon made a manual suture to perform the procedure without further issue. No bleeding. The patient is doing well.